Event description:
It was reported that the patients knee is unstable. Revised surgery will be forthcoming, no date yet.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.

Event description:
It was reported that the patients knee is unstable. Revised surgery will be forthcoming, no date yet.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. The exact cause of the event could not be determined as further information is needed, such as medical records and devices.